Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine the root cause. Based on clinical account, the patient¿s movement was the cause of the damaged repositioning sheath. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient was awake and responsive, slightly delirious, and pulled the impella out of position twice. The second time the patient damaged the repositioning sheath, and there was no option to exchange the impella pump as the sheath and device were fixed in position. The ICU team moved all components of the impella out of the patient's reach so that this could not happen again.

Manufacturer narrative:
Based on clinical account, patient movement was the cause of the damaged repositioning sheath. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 investigation findings and investigation conclusions was erroneously entered on the initial manufacturer device report number 1220648-2024-23737.